Event description:
Reportedly, during a thrombectomy av fistula and patch angioplasty procedure it was observed that when the catheter was withdrawn saline was observed to be leaking out of the balloon. Prior to the case, the customer indicated that the balloon was tested. It was further reported that after it was observed that saline was coming from the balloon, the catheter was checked and it seemed to be intact; however, followup with the hospital indicated that it was during the planned second incision of the av fistula and patch procedure that the physician observed the balloon and retrieved it from the site with forceps. No pt complications or injuries were reported.

Manufacturer narrative:
No adverse event occurred. Surgical intervention was not required. Follow up with the hospital indicated that the balloon was observed during the planned second incision made during the av fistula and patch procedure. It was observed that the catheter was returned with the distal windings detached. Examination of the catheter tip found that the proximal windings had slipped distal on the tip of the catheter and had partially unraveled, causing the inflation media to leak. There were no missing components observed. The directions for use (dfu) for the edwards model 120404f fogarty embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.